Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced overstimulation (described by the patient as "shocking" sensations) from the scs system. The patient also experienced pain at the ipg site (reference MFR. Report#: 1627487-2018-01303). The patient stated the sensation/pain radiated down his right leg. The issue occurred whether stimulation was turned on or off. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored following the procedure.